Manufacturer narrative:
Device evaluation of electrode belt sn (B)(4) is complete. The reported problem (cannot run detect and treat testing) was confirmed. As received, the electrode belt failed incoming testing. Upon investigation, the cable connecting the distribution node (dn) to rear therapy pad (te) was pulled from the strain relief, disconnecting wires in the dn. The cause of the test failure was the pulled dn to rear te cable. The root cause for the pulled cables is excessive force. The root cause of the pulled cables was excessive force. No adverse event resulted from the defective equipment.

Event description:
A us distributor returned electrode belt sn (B)(4) and reported that it failed incoming functionality testing.